Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of black material within the luer adapter was confirmed; however, the root cause was not identified. One 19 ga x 0.75 in powerloc max infusion set was returned for investigation in opened packaging. A black material was present on the inner surface of the proximal luer hub. The safety mechanism was returned activated. No apparent evidence of use was observed within the extension tubing. The proximal white dust cap was not returned. The black material was microscopically observed. The material appeared to be a solid, plastic material. Three photographs of a 19ga powerloc max safety infusion set was also returned. The safety mechanism was engaged. No obvious usage residues were observed. In all three photographs, a black piece of material was visible within the luer hub. The photos provided correspond to the returned physical sample. The condition of the sample prior to package opening is unknown; therefore, the complaint is confirmed but the exact cause and source remains unknown. The supplier has been notified of this event. A lot history review (lhr) of asdrf053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the placer opened the powerloc max packaging and noted a black object inside one of the open ports. The device was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of black material within the luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one three photographs depicting a 19ga powerloc max safety infusion set. The safety mechanism was engaged. No obvious usage residues were observed. In all three photographs, a black piece of unidentified material was visible within the luer adapter orifice. While inspection of the submitted photographs revealed unidentified black material within the luer adapter orifice, inspection of those photographs was not sufficient to identify any potential sources for the material. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material deposition prior to or during attempted use. A lot history review (lhr) of asdrf053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the placer opened the powerloc max packaging and noted a black object inside one of the open ports. The device was not used on the patient.